Manufacturer narrative:
Correction made to h4: device manufacture date: april 11, 2023 ¿ april 13, 2023 (previously submitted as 04/11/2023). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the underinfusion. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused medication to the patient. The expected therapy time was 46 hours; however, it was observed that the actual medication time was 72 hours, and it took 26 hours longer than expected. The medication being infused was fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.